Manufacturer narrative:
This supplemental was created to add information stating that the insulin pump was not in auto mode at the time of incident.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 576 mg/dl. Customer was treated with manual injection for high blood glucose level. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 576 mg/dl. Customer's blood glucose was dropping within the 40 mg/dl and adjustments were made again and her blood glucose fluctuated within 300 mg/dl. Customer was treated with manual injection for high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.